Event description:
It was reported that during a left colectomy procedure, the staples would not hold. During a left colectomy on (B)(6), the surgeon had no difficulty with the use of the device. On (B)(6), a problem of sutures not holding was identified. A re-intervention (hartmann laparotomy) was performed on (B)(6) 2011. The patient was then transferred to the intensive care unit. The patient is incubated and his vital prognosis is engaged. One device discarded. Surgeon is unwilling to provide additional details.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.